Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, and magnetic and force evaluation of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax. A microscopic examination was performed, and a separation between pebax and electrode was observed. No other damages or anomalies were observed on the device. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated, and the force values and the vector were observed within specifications. No force or magnetic issues were observed. A manufacturing record evaluation was performed for the finished device 31505605l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force and magnetic issues reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax separation is related to the manufacturing process of the device. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a reddish material inside the pebax and a separation between pebax and electrode. Initially, it was reported that the carto 3 system was displaying a high force readings and high magnetic values on the ablation catheter. The cable was replaced without resolution. The catheter was replaced, and the issue was resolved. The procedure was continued. No adverse patient consequence was reported. The force issue and magnetic sensor error were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 21-mar-2025, reddish material inside the pebax and a separation between pebax and electrode were observed. This was assessed as MDR reportable with an awareness date of 21-mar-2025.